Event description:
Customer reported that their pump screen was not turning on, despite several troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on storage protocol and arranged for a replacement pump, as the current unit was under warranty. The customer agreed to use multiple daily injections as a backup therapy and was provided with instructions for returning the malfunctioning pump.